Event description:
Customer noticed insulin exiting out of the pump like it was coming out of the back of the reservoir. Also noted that the other two reservoirs that broke while customer was trying to connect to the infusion set.